Manufacturer narrative:
Pump: model- 72401110, lot sn- (B)(4), mfg date- 10/29/2012, exp date- 10/25/2017. Reservoir: model- 72400152, lot sn- (B)(4), mfg date- 11/21/2012, exp date- 12/20/2017.

Event description:
It was reported that the patient experienced a procedure to remove the inflatable penile prosthesis (ipp) device per the patient's request. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient wanted the device removed due to a personal matter and the pump also stayed flat. The patient outcome was reported to be well. No other specific reason for revision was reported.

Event description:
It was reported that the patient experienced a procedure to remove the inflatable penile prosthesis(ipp) device per the patient's request. A patient condition was not reported. Additional information received that the patient wanted the device removed due to a personal matter and the pump also stayed flat. The patient outcome was reported to be well. No other specific reason for revision was reported.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Review of the manufacturing records confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.